Manufacturer narrative:
The device was returned and replaced with a bvi 3000 sys.

Event description:
It was reported that the device sometimes did not boot up. When it does the probe works sporadically. The customer was able to get one scan on the phantom and then it would not work after that one scan. It appeared that the trigger was jammed and would not take any other readings. No pt injury was reported.